Event description:
It was reported that bd as lvp 20d 2ss cv spike stuck. The following information was provided by the initial reporter: our hospital has had device performance concerns with alaris pump module infusion set. The most recent incident: the spike is sometimes difficult to remove from the tubing and can become ¿stuck.¿ an employee claimed they injured their shoulder because they had to pull hard to remove the spike. 3 apr 2024 describe any patient harm, injury, complication or negative outcome that occurred because of the event. This is what the employee reported to insurance: employee reports she was trying to change a bag of IV medication but could not get the bag off of the tubing spike. She reports that she pulled very hard and it broke leaving part of the bad on the spike. She reports that her left shoulder, upper & lower arm, and wrist now hurt from pulling. Left arm - lower, left wrist, left shoulder, left arm -upper .

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of spike difficult to remove could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided